Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2011. According to the complainant, during the procedure ,when attempting to advance the guidewire over the peg tube, the wire kept getting stuck inside the middle of the transition zone between the hard and soft plastic. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure when attempting to advance the guidewire over the peg tube the wire kept getting stuck inside the middle of the transition zone between the hard and soft plastic. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of difficult to peg tube over guidewire. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A physical examination of the device revealed the device to be without issue. A functional evaluation was performed by attempting to pass a guidewire through the delivery system. The guidewire would not pass through the barbed connector from either direction. The device was disassembled by cutting off the outer ring and then removing the thermoformed tubing and silicone tubing from the barbed connector. The barbed connector was found to be fully occluded on the threaded end of the connector. The condition of the returned unit was consistent with the complaint incident that the guidewire supplied with the kit would not pass through the connector. The adhesive is placed on the barbed connector during the manufacturing assembly process, therefore the most probable root cause is manufacturing. An investigation is ongoing related to this issue. A review of the device history record was performed for lot 14269340 and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 14298177.